Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown dose and concentration via an implantable pump for spinal pain and failed back surgery syndrome. It was reported that the pump never really worked. The patient was always in pain. Since implant ((B)(6) 2015), the reporter didn't see any benefits from the pump, because there was no change in the patient. The patient was taking antidepressants, psychotic medication, medication for high blood pressure and high cholesterol, and diabetic medication. Additional information was requested regarding troubleshooting, interventions, patient outcome, and cause, but it was not available at the time of this report. If additional information is received, a follow up report will be submitted.